Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102-charge profile fault) has been confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the failure was isolated to an open r45 resistor on the computer/analog pca. The root cause for the open r45 resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 102 (charge profile fault).